Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the complaint, the user indicated that the ligator led to bleeding of varices that were not previously bleeding and another device was used as a result of banding not being successful. The instructions for use advise the user: ¿current literature addresses management of acutely bleeding esophageal varices and does not address prophylactic use of banding.¿ in the information provided, the user indicated that there was band deployment difficulty due to lack of tactile feedback. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." In the information provided, the user indicated that bands deployed prematurely. Rapid rotation of the ligator handle can contribute to premature band deployment. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ premature band deployment can also occur if the handle is placed in the firing position when removing the scope from esophagus. The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly." The instructions for use then tell the user: "place handle in firing position and continue with procedure." A possible contributing factor to premature band deployment is allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. As a precaution, the instructions for use advise the user: "band ligation may not be effective when applied to small varices." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The physician complained that there isn¿t enough tactile feedback and leads to early deployment [premature deployment] or no deployment of the banders [unable to effectively deploy bands] hence it aggravated the varices and led to bleeding and [the physician] had to use a second bander device.